Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the root cause and the cause of the phenomenon ¿no image¿ from the information obtained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and the light spots in the image were unable to be replicated. No failures were found.this event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported that the image of the hd camera head had light spots. The issue was found during a therapeutic urinary electrocision procedure. There was no delay and the procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.